Event description:
It was reported to philips that the system was not switching on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system was not switching on. Upon troubleshooting, the fse found that the software was corrupted. To resolve the issue, the fse successfully reloaded the software and configured all the settings. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.